Event description:
Information was received indicating that a pump using a cadd extension set was leaking medical fluid from the connection part while in use. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A functional test was performed. Sample received: one (1) sample were received from p/n 21-7106-24 l/n 4101719 in used conditions, with its original packaging. Leak test: the sample was tested using a syringe with colored water. Results: during the test, sample a leak were found between the filter and tube. The complaint is confirmed. The cause of the reported problem was traced to the manufacturing proces - lack of solvent by not followed to procedure mp-366 rev.112 ?extension set with filter assembly? Section 12.0 bond coiled tube assembly to filter inlet. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure mp-366 rev.112 ?extension set with filter assembly section 12.0 bond coiled tube assembly to filter inlet, by quality engineer on (B)(6) 2022.